Event description:
The customer contact reported during preventive maintenance testing at the user facility, the device was hot to touch and the fan was not functioning. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device was. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.